Manufacturer narrative:
Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. Investigation conclusion: no samples / photos were sent by the customer not being possible performing an investigation. Root cause description: no samples / photos were sent by the customer and could not determine the root cause.

Event description:
It was reported that a needle clog occurred during use with a bd needle precisionglide 18x1-1/2in. The following information was provided by the initial reporter, "needle 40x12 with flow obstruction preventing the passage of liquid through it."